Event description:
On (B)(4)2014, the reporter contacted animas, alleging that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 02/05/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/22/2015 with the following findings: there were no cracks or damage found around the pump casing or any other area of the pump. The returned battery cap was used to complete all testing. The complaint that the battery compartment was damage was not able to be confirmed during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.